Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and device dislocation ('migration of essure device location of device: unknown location') in a 38-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (B)(6)1988 (B)(6)2006), abortion, hypertension, abdominoplasty, vaginal disorder, nausea, bloating, dizziness, constipation, threatened abortion, abdominal pain, vaginal irritation, acne, herpes simplex, sleep disturbance and vaginal yeast infection. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included ethinylestradiol;norgestimate (trinessa), lorazepam, nitrofurantoin, nsaids and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (tylenol regular) and surgery (B)(6)2015 bilateral salpingectomy ). At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 182lbs. The essure device was placed in the r tube and 4 coils were noted. The left essure device was placed and 5 coils were visualized. On (B)(6)2015:bilateral fallopian tubes appeared normal with essure coil protruding through the cornual end of the left tube. The right fallopian tube was then identified and grasped using an a traumatic grasper. The ligasure device was also used to ligate along the mesosalpinx, and completely resect off the fallopian tube. It was taken out of the abdomen through the trocar and the essure coils were not palpated. It was morcellated outside of the abdomen to look for the essure device. Hemostasis was noted a t the two sites. At this point due to not finding the essure coil, we decided to make a small incision on the round ligament, and then explore the parametria. Two bites were taken on the round ligament and another two bites using a ligature on the broad ligament. The essure coils were not visualized or palpated using the graspers. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6)2013: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6)2015: 1. Left fallopian tube, salpingectomy: - benign fallopian tube. Negative for high grade dysplasia and invasive malignancy. 2. Right fallopian tube, salpingectomy:- benign fallopian tube. Negative for high grade dysplasia and invasive malignancy.. Pregnancy test - on (B)(6)2014: positive. Ultrasound pelvis - on (B)(6)2014: 1. Single probably gestational sac with an estimated gestational age by ultrasound of weeks and 0 days. Fetal heart rate not detected, likely representing early versus failed pregnancy, cannot rule out ectopic. Recommend trending beta-hcg and obtain short-term 2. Bilateral ovarian blood flow 3. Avascular right ovarian complex cystic mass measuring .3 .. 3 cm, likely representing hemorrhagic cyst versus less likely endometrioma or neoplasm or ectopic pregnancy.. Ultrasound scan - on (B)(6)-2014: ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/ plaintiff claiming pregnancy : ectopic') and device dislocation ('migration of essure device location of device: unknown location/ plaintiff claiming migration : yes') in a 38-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 1988, (B)(6) 2006), abortion, hypertension, abdominoplasty, vaginal disorder, nausea, bloating, dizziness, constipation, threatened abortion, abdominal pain, vaginal irritation, acne, herpes simplex, sleep disturbance and vaginal yeast infection. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included ethinylestradiol;norgestimate (trinessa), lorazepam, nitrofurantoin, nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract/urinary tract infection (uti)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), bladder disorder ("plaintiff claiming bladder/urinary problems") and urinary tract disorder ("plaintiff claiming bladder/urinary problems"). The patient was treated with paracetamol (tylenol regular) and surgery ((B)(6) 2015 bilateral salpingectomy; hysterectomy.(full) and bilateral salpingectomy; hysterectomy.(full), essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, depression, anxiety, migraine, dyspareunia, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, vaginal discharge, abdominal pain, back pain, vaginal infection, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 182lbs. The essure device was placed in the r tube and 4 coils were noted. The left essure device was placed and 5 coils were visualized. On (B)(6) 2015:bilateral fallopian tubes appeared normal with essure coil protruding through the cornual end of the left tube. The right fallopian tube was then identified and grasped using an a traumatic grasper. The ligasure device was also used to ligate along the mesosalpinx, and completely resect off the fallopian tube. It was taken out of the abdomen through the trocar and the essure coils were not palpated. It was morcellated outside of the abdomen to look for the essure device. Hemostasis was noted a t the two sites. At this point due to not finding the essure coil, we decided to make a small incision on the round ligament, and then explore the parametria. Two bites were taken on the round ligament and another two bites using a ligature on the broad ligament. The essure coils were not visualized or palpated using the graspers. The patient received treatment for pelvic pain, abdominal pain, back pain, genital haemorrhage , device dislocation, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder received treatment for pain, bleeding, migration, urinary/bladder problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: 1. Left fallopian tube, salpingectomy: - benign fallopian tube. - negative for high grade dysplasia and invasive malignancy. 2. Right fallopian tube, salpingectomy:- benign fallopian tube. - negative for high grade dysplasia and invasive malignancy.. Pregnancy test - on (B)(6) 2014: positive. Ultrasound pelvis - on (B)(6) 2014: 1. Single probably gestational sac with an estimated gestational age by ultrasound of weeks and 0 days. Fetal heart rate not detected, likely representing early versus failed pregnancy, cannot rule out ectopic. Recommend trending beta-hcg and obtain short-term 2. Bilateral ovarian blood flow 3. Avascular right ovarian complex cystic mass measuring .3 .. 3 cm, likely representing hemorrhagic cyst versus less likely endometrioma or neoplasm or ectopic pregnancy.. Ultrasound scan - on (B)(6) 2014: ectopic pregnancy. Lot number:a47948, manufacturing date:2012/09, expiration date:2015/09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/ plaintiff claiming pregnancy : ectopic') and device dislocation ('migration of essure device location of device: unknown location/ plaintiff claiming migration : yes') in a 38-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 1988 (B)(6) 2006), abortion, hypertension, abdominoplasty, vaginal disorder, nausea, bloating, dizziness, constipation, threatened abortion, abdominal pain, vaginal irritation, acne, herpes simplex, sleep disturbance and vaginal yeast infection. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included ethinylestradiol;norgestimate (trinessa), lorazepam, nitrofurantoin, nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract/urinary tract infection (uti)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), bladder disorder ("plaintiff claiming bladder/urinary problems") and urinary tract disorder ("plaintiff claiming bladder/urinary problems"). The patient was treated with paracetamol (tylenol regular) and surgery ((B)(6) 2015 bilateral salpingectomy; hysterectomy.(full) and bilateral salpingectomy; hysterectomy.(full), essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, depression, anxiety, migraine, dyspareunia, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge, abdominal pain, back pain, vaginal infection, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 182lbs. The essure device was placed in the r tube and 4 coils were noted. The left essure device was placed and 5 coils were visualized. On (B)(6) 2015:bilateral fallopian tubes appeared normal with essure coil protruding through the cornual end of the left tube. The right fallopian tube was then identified and grasped using an a traumatic grasper. The ligasure device was also used to ligate along the mesosalpinx, and completely resect off the fallopian tube. It was taken out of the abdomen through the trocar and the essure coils were not palpated. It was morcellated outside of the abdomen to look for the essure device. Hemostasis was noted a t the two sites. At this point due to not finding the essure coil, we decided to make a small incision on the round ligament, and then explore the parametria. Two bites were taken on the round ligament and another two bites using a ligature on the broad ligament. The essure coils were not visualized or palpated using the graspers. The patient received treatment for pelvic pain, abdominal pain, back pain, genital haemorrhage , device dislocation, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder received treatment for pain, bleeding, migration, urinary/bladder problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: 1. Left fallopian tube, salpingectomy: - benign fallopian tube. - negative for high grade dysplasia and invasive malignancy. 2. Right fallopian tube, salpingectomy:- benign fallopian tube. - negative for high grade dysplasia and invasive malignancy. Pregnancy test - on (B)(6) 2014: positive. Ultrasound pelvis - on (B)(6) 2014: 1. Single probably gestational sac with an estimated gestational age by ultrasound of weeks and 0 days. Fetal heart rate not detected, likely representing early versus failed pregnancy, cannot rule out ectopic. Recommend trending beta-hcg and obtain short-term. 2. Bilateral ovarian blood flow 3. Avascular right ovarian complex cystic mass measuring .3 .. 3 cm, likely representing hemorrhagic cyst versus less likely endometrioma or neoplasm or ectopic pregnancy.. Ultrasound scan - on (B)(6) 2014: ectopic pregnancy. Lot number:a47948 manufacturing date:2012/09 expiration date:2015/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/ plaintiff claiming pregnancy : ectopic') and device dislocation ('migration of essure device location of device: unknown location/ plaintiff claiming migration : yes') in a 38-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (B)(6)1988 (B)(6)2006), abortion, hypertension, abdominoplasty, vaginal disorder, nausea, bloating, dizziness, constipation, threatened abortion, abdominal pain, vaginal irritation, acne, herpes simplex, sleep disturbance and vaginal yeast infection. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included ethinylestradiol;norgestimate (trinessa), lorazepam, nitrofurantoin, nsaids and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract/urinary tract infection (uti)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), bladder disorder ("plaintiff claiming bladder/urinary problems") and urinary tract disorder ("plaintiff claiming bladder/urinary problems"). The patient was treated with paracetamol (tylenol regular) and surgery (B)(6)2015 bilateral salpingectomy; hysterectomy.(full) and bilateral salpingectomy; hysterectomy.(full), essure removed). Essure was removed on (B)(6)2015. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, depression, anxiety, migraine, dyspareunia, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge, abdominal pain, back pain, vaginal infection, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 182lbs. The essure device was placed in the r tube and 4 coils were noted. The left essure device was placed and 5 coils were visualized. On (B)(6)2015:bilateral fallopian tubes appeared normal with essure coil protruding through the cornual end of the left tube. The right fallopian tube was then identified and grasped using an a traumatic grasper. The ligasure device was also used to ligate along the mesosalpinx, and completely resect off the fallopian tube. It was taken out of the abdomen through the trocar and the essure coils were not palpated. It was morcellated outside of the abdomen to look for the essure device. Hemostasis was noted at the two sites. At this point due to not finding the essure coil, we decided to make a small incision on the round ligament, and then explore the parametria. Two bites were taken on the round ligament and another two bites using a ligature on the broad ligament. The essure coils were not visualized or palpated using the graspers. The patient received treatment for pelvic pain, abdominal pain, back pain, genital haemorrhage , device dislocation, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder received treatment for pain, bleeding, migration, urinary/bladder problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6)2013: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6)2015: 1. Left fallopian tube, salpingectomy: - benign fallopian tube. Negative for high grade dysplasia and invasive malignancy. 2. Right fallopian tube, salpingectomy:- benign fallopian tube. Negative for high grade dysplasia and invasive malignancy.. Pregnancy test - on (B)(6)2014: positive. Ultrasound pelvis - on (B)(6)2014: 1. Single probably gestational sac with an estimated gestational age by ultrasound of weeks and 0 days. Fetal heart rate not detected, likely representing early versus failed pregnancy, cannot rule out ectopic. Recommend trending beta-hcg and obtain short-term 2. Bilateral ovarian blood flow 3. Avascular right ovarian complex cystic mass measuring .3 .. 3 cm, likely representing hemorrhagic cyst versus less likely endometrioma or neoplasm or ectopic pregnancy. Ultrasound scan - on (B)(6)2014: ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the event bleeding were updated to recovered resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/ plaintiff claiming pregnancy : ectopic'), device dislocation ('migration of essure device location of device: unknown location/ plaintiff claiming migration : yes') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 1988 (B)(6) 2006), abortion, hypertension, abdominoplasty, vaginal disorder, nausea, bloating, dizziness, constipation, threatened abortion, abdominal pain, vaginal irritation, acne, herpes simplex, sleep disturbance and vaginal yeast infection. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included ethinylestradiol;norgestimate (trinessa), lorazepam, nitrofurantoin, nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract/urinary tract infection (uti)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal infection ("vaginal infection"), bladder disorder ("plaintiff claiming bladder/urinary problems") and urinary tract disorder ("plaintiff claiming bladder/urinary problems"). The patient was treated with paracetamol (tylenol regular) and surgery ((B)(6) 2015 bilateral salpingectomy; hysterectomy.(full)). At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection, abdominal pain, back pain, vaginal infection, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 182lbs. The essure device was placed in the r tube and 4 coils were noted. The left essure device was placed and 5 coils were visualized. On (B)(6) 2015:bilateral fallopian tubes appeared normal with essure coil protruding through the cornual end of the left tube. The right fallopian tube was then identified and grasped using an a traumatic grasper. The ligasure device was also used to ligate along the mesosalpinx, and completely resect off the fallopian tube. It was taken out of the abdomen through the trocar and the essure coils were not palpated. It was morcellated outside of the abdomen to look for the essure device. Hemostasis was noted a t the two sites. At this point due to not finding the essure coil, we decided to make a small incision on the round ligament, and then explore the parametria. Two bites were taken on the round ligament and another two bites using a ligature on the broad ligament. The essure coils were not visualized or palpated using the graspers. The patient received treatment for pelvic pain, abdominal pain, back pain, genital haemorrhage , device dislocation, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: 1. Left fallopian tube, salpingectomy: - benign fallopian tube. Negative for high grade dysplasia and invasive malignancy. 2. Right fallopian tube, salpingectomy:- benign fallopian tube. Negative for high grade dysplasia and invasive malignancy.. Pregnancy test - on (B)(6) 2014: positive. Ultrasound pelvis - on (B)(6) 2014: 1. Single probably gestational sac with an estimated gestational age by ultrasound of weeks and 0 days. Fetal heart rate not detected, likely representing early versus failed pregnancy, cannot rule out ectopic. Recommend trending beta-hcg and obtain short-term 2. Bilateral ovarian blood flow 3. Avascular right ovarian complex cystic mass measuring .3. 3 cm, likely representing hemorrhagic cyst versus less likely endometrioma or neoplasm or ectopic pregnancy. Ultrasound scan - on (B)(6) 2014: ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : events added- abdominal pain, back pain, genital haemorrhage, vaginal infection, bladder disorder, urinary tract disorder. Outcome of events ¿pelvic pain, abdominal pain, back pain, genital haemorrhage, vaginal infection, bladder disorder, urinary tract disorder, urinary tract infection¿ updated to recovered/ resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and device dislocation ('migration of essure device location of device: unknown location') in a (B)(6) female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (B)(6) 1988, (B)(6) 2006), abortion, hypertension, abdominoplasty, vaginal disorder nos, nausea, bloating, dizziness, constipation, threatened abortion, abdominal pain, vaginal irritation, acne, (B)(6), sleep disturbance and vaginal yeast infection. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included ethinylestradiol;norgestimate (trinessa), lorazepam, nitrofurantoin, nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines/headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (tylenol regular) and surgery (B)(6) 2015 bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered anxiety, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). The essure device was placed in the r tube and 4 coils were noted. The left essure device was placed and 5 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram in (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Pathology test on (B)(6) 2015: left fallopian tube, salpingectomy: benign fallopian tube. Negative for high grade dysplasia and invasive malignancy. Right fallopian tube, salpingectomy: benign fallopian tube. Negative for high grade dysplasia and invasive malignancy. Pregnancy test on (B)(6) 2014: positive threatened abortion. Ultrasound pelvis on (B)(6) 2014: single probably gestational sac with an estimated gestational age by ultrasound of weeks and 0 days. Fetal heart rate not detected, likely representing early versus failed pregnancy, cannot rule out ectopic. Recommend trending beta-hcg and obtain short-term bilateral ovarian blood flow 3. Avascular right ovarian complex cystic mass measuring .3.3 cm, likely representing hemorrhagic cyst versus less likely endometrioma or neoplasm or ectopic pregnancy. Ultrasound scan on (B)(6) 2014: ectopic pregnancy. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, psychological or psychiatric problems condition: depression and mental anguish, migraines/headaches, migration of essure device location of device: unknown location, dyspareunia (painful sexual intercourse)¸ pain, vaginal discharge,fatigue, weight gain/loss specify which one: weight gain, pregnancy (ectopic), device ineffective" were added. Outcome of event "pelvic pain" was updated as recovering. Medical history, lab data, reporter and patient information were added. Concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.